Event description:
Received medwatch #1009717 on 9/4/96 "clip applier shot the clips out and did not close them-no pinching/closing action at all. No injury to pt. Unable to return defective device to MFR as it had to be discharged."